Event description:
It was reported the patient experienced pain in their legs and ¿lumbar spinal¿ region. Impedance testing was performed and found high impedances of more than 4000 ohms. It was further reported that ¿both leads seemed fractured¿ and that ¿most of the poles were broken.¿ it was noted this was confirmed ¿by checking the impedance¿ values. The patient¿s leads were replaced at the time of report as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report. The patient was reportedly ¿perfect¿ as of 13 days after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, product type: accessory. Product ID: 97792, product type: accessory. Product ID: 3877-45, lot# va0ep86, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3877-45, lot# va0dvft, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).